Event description:
It was reported that a homechoice (hc) device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of three of peritoneal dialysis therapy. The patient stated that they turned the hc off and disconnected after the alarm occurred. All bags were empty except for the final bag as it was full. There was nothing unusual found during troubleshooting that would have caused or contributed to the alarm. The technical service representative assisted the patient in clearing the alarm and removing the cassette. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.